Event description:
Boston scientific received information that this right ventricular (rv) lead was pulled back. During explant, this rv lead was observed to have a tissue at the tip. This rv lead was explanted. Additional information was received indicating that the lead dislodgement was confirmed through x-ray. Further, the field representative was only aware of the event on the day of the procedure. This lead will be returned. This rv lead is out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4).

Event description:
--